Event description:
The customer reported to olympus, that the colonovideoscope had a functional disruption in their air/water cylinder. There were no reports of patient harm. The device was returned and evaluated; the nozzle was found with foreign material resembling black rubber due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The additional evaluation findings are as follows: leak at scope cover; scope connector cover unit was corroded; light guide lens was cracked; grip, switch box, plug unit, scope connector case unit, and connecting tube had a scratch; air/water cylinder had no color; suction cylinder had no color; scope connector cover unit had corrosion due to water leakage; and universal cord had a wrinkle. Due to wear of scope cover, water tightness was lost. Due to damage on nozzle, air supply volume does not meet the standard value. Due to damage on nozzle, water supply volume does not meet the standard value. Due to a dent on air/water tube, water supply volume does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the customer¿s response, the device was improperly reprocessed before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and nozzle could not be identified. However, it¿s likely the cause is related to reprocessing deviating from IFU (instructions for use). The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.